Event description:
It was reported to philips that the device had a battery problem. There was no patient involvement.

Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.